Event description:
It was reported four months prior when the patient was sliding down the snow they hit their battery pack and had constant burning, numbness and stinging in both legs and feet. It was noted since then the device had not worked. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3487a-33, lot# j0455161v, implanted: (B)(6) 2004, product type lead; product ID 3487a-33, lot# j0454559v, implanted: (B)(6) 2004, product type lead. (B)(4).